Event description:
The end user reported a load end transport wheel detached from the stretcher's frame. There was no adverse event or allegation of injury associated with the reported issue. The end user advised their service technician repaired the stretcher while they were onsite.